Event description:
Rptr c/o silicone induced problems: chronic fatigue, arthralgia, dyslexia, numbness, vaginal dryness, dry eye, aches and pains, hypothyrad disease, vision problems, sleeping disorders and mygraines. Gel bleed.